Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there was 1 tube with an additive abnormality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples from lot number 4151695 for investigation. Bd received two photos for investigation. Visual evaluation of these photos revealed an additive abnormality. The tubes have white particles of additive on the inside wall of the tube, and the size of the particle cannot be determined with the photo. This additive deposit visually stands out as it does not appear like the typical dot pattern. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there was 1 tube with an additive abnormality. No adverse impact was reported regarding the patient or user.